Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of band was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During preparation outside the patient, it was noticed that the band was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the band was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During preparation outside the patient, it was noticed that the band was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the band was damaged.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of band was damaged. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with two bands attached to it, one of them overlapped and one band was returned detached, and one band was broken, which matches with the media analysis on the provided photo. The ligator housing teeth were found in good condition. The handle had marks of the trip wire indicating that the trip wire was being secured. No other problems with the device were noted. The reported event of bands damaged/defective was confirmed. Upon analysis, the returned ligator housing had two bands attached, one band overlapped, and one band was detached and broken. It is most likely that the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle were the reasons why one of the bands ended up getting damaged and other overlapped by the force applied from the handle since the bands were not being deployed. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.